Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient underwent a lasik procedure in both eyes. During a follow up visit, the patient presented with a change in vision in the left eye. The patient was noted to have a dislodged flap and vertical striae in the left eye. The flap was lifted and stretched back into place. The patient was placed on an antibiotic eye drop. In follow up, the patient was noted to have increased vision and was advised to discontinue the antibiotic and resume normal post operative care.